Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that on (B)(6) 2012 while in the hospital (unrelated to diabetes) she accidentally primed 200 units of insulin while still attached to the pump. The patient stated, she was treated with dextrose fluids, food and juice due to the inadvertent infusion. The patient denied developing symptoms. The patient stated that at time of admission her blood glucose (bg) was 317 mg/dl and after she accidentally primed while attached the hospital personnel tested her bg every 15 minutes and obtained readings of 279, 198, 168, 121 and 54 mg/dl. At time of call, the patient stated her bg was at 406 mg/dl and was still in the hospital for observation. At the time of the call, animas customer support educated the patient on always disconnecting from the pump during rewind/load and priming steps. The patient informed customer support that she had forgotten to disconnect. This complaint is being reported because, the patient was treated by hcp for hypoglycemia after the patient inadvertently primed while connected.